Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer was frozen and the memory was overloaded. It was indicated that the power supply was out of specification. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer was frozen and the memory was overloaded. It was indicated that the power supply was out of specification. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during setup of the programmer, it was noted that the memory was overloaded and the unit was frozen. The programmer was returned for service. No patient complications have been reported as a result of this event.